Event description:
It was reported that the relion® insulin syringe was unable to aspirate. The following information was provided by the initial reporter: consumer reported finding 1 syringe needle was clogged and would not press air out or draw up insulin.

Manufacturer narrative:
H6: investigation summary customer returned a single syringe in a polybag labeled for 0.5ml, 31 gauge, 8mm syringes from lot 1025213. It was noted that the syringe resisted moving its plunger rod, with it returning to roughly the 15-20 unit position after movement. No water could be drawn into it during simulated use testing. A rod was inserted into the cannula of the syringe and an obstruction was found at the far end of the cannula. This obstruction could not be removed from the cannula. A review of the device history record was completed for batch# 1025213. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the sample received, bd was able to confirm the customer¿s indicated failure of the syringe needle being clogged. The root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® insulin syringe was unable to aspirate. The following information was provided by the initial reporter: consumer reported finding 1 syringe needle was clogged and would not press air out or draw up insulin.